Manufacturer narrative:
Patient ID: (B)(6). Date of event is an unknown date in 2017 PMA / 510k: this report is for two unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2017 due to the non-union of the tibia. The patient was implanted with a tibial nail on (B)(6) 2017, due to a hardware malfunction. The hardware malfunction is captured on a related complaint (B)(4). The nail and screws extracted and were intact. The patient was then implanted with a 4.5mm proximal tibia plate. The procedure was successfully completed and the patient is stable. This report is for two unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. X-ray evaluation: the implants were not returned. X-rays provided were evaluated and a non-union could not be confirmed, no product issue could be identified. Whether this complaint could be replicated is not applicable due to the complaint condition. A drawing review could not be performed as the part number is unknown. No DHR review could be performed as the part and lot number are unknown.this complaint is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.